Event description:
It was reported by service report that the auxiliary lock is bent and the extension spring is missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.